Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has been having all kinds of jolts and has been breaking out in fevers. It was reported that the patient had swelling on the left side. Then, the patient got a jolt in the right arm. It was noted that the stimulation was intended for the left side. The patient also reported feeling numbness in the right arm. It was also reported that the patient had a bubble under the ins and a bruise at the scar. The patient was supposed to meet with a manufacturer representative for reprogramming, but they didn't show up. The patient was upset because they didn't think they could drive all the way back to meet with the manufacturer representative. No further complications are anticipated.